Event description:
It was reported to medtronic minimed that the customer experienced low reservoir anomaly. The customer reported no adverse event. The event involved product(s) mmt-1886. The customer calleld for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No harm requiring medical intervention was reported. Product mmt-1886 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The thump software was utilized and downloaded trace/history files properly. In further full review found two low reservoir alert on (B)(6) 2024 at 06:57:27.000 and (B)(6) 2024 at 15:12:00.000. Pump alarmed no delivery/insulin flow blocked alarm in the force sensor test at 2 lbs. Pump passed the self test, displacement test, rewind test, prime/seating test and basic occlusion test. No unexpected low reservoir alert during testing. Unable to perform the occlusion test due to no delivery/insulin flow blocked alarm. Pump was cut open to perform visual inspection and found dried insulin on the motor slide. The force sensor offset measured within spec range during testing (23.4 mv). The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay during the visual inspection. Customer alleged confirmed for insulin flow blocked/no delivery alarm during testing and in the pump history due to dried insulin on the motor slide. Customer alleged not confirmed for low reservoir anomaly. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.